Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a heart transplant on (B)(6) 2015. Inflow cannula malposition and stenosis of the outflow graft anastomotic site were reported. The patient reportedly experienced hemolysis due to probable pump thrombus.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. The report of stenosis at the anastomotic site could not be confirmed because only 4 inches of outflow graft material was returned and was stapled at its distal end. A deposition of native heart tissue was adhered to the proximal edge of the inlet tube. This deposition appeared to occlude approximately 40% of the inlet tube and is consistent with the report that the inflow was malpositioned. Examination of the pump upon disassembly revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicated that it did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation suggested that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s hemolysis. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year and 1.5 months. The device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.